Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 328 mg/dl. The customer stated that they never received a no delivery alarm from their insulin pump. The customer stated that their blood glucose level was at 249 mg/dl and when they woke up they were at 328 mg/dl. The customer changed the set and stated that they will monitor the issue. The customer did not return the product back for analysis.